Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 119 mg/dl. The customer stated that there was moisture inside the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.